Event description:
On (B) (6) 2010 the pt was implanted with an scs system. It was reported on (B) (6) 2010 that the pt developed an allergic reaction. Pt claimed to be allergic to certain metals. Pt is currently satisfied with the stimulation. On (B) (6) 2010, the sales rep reported that the pt's ipg had not been explanted and that the pt is allergic to the tape and not the scs system.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.